Event description:
#Medwatcher #followup1 #FDA mw5063108 #a(B)(4). I'm having a total hysterectomy with a bilateral salpingectomy to remove the essure devices intact on (B)(6) 2016.

Event description:
(B)(4) symptoms started slowly, first pain in abdomen, then sharp pains, next gastrointestinal problems like bloating, constipation alternating with diarrhea. Pain and bleeding during and after intercourse. Heavy spotting between periods. Blood clots during menstruation. Vitamin b12 and d deficiencies as well as low testosterone and dhea levels. Each symptom adds on to the next, I continue to have them all. I've had ultrasounds, MRI's, a vaginal sonogram, and a colonoscopy. I've also had blood work done every 3 months now for almost a year. The device was paid for by insurance.